Manufacturer narrative:
For any arm delivered co2 medical laser, it is not recommended to be used without a delivery device. Fluence/sport size delivered directly out of the arm are typically inappropriate for any medical procedure. The medical center has been contacted to find out more specific info about the device and to find out how the pt is doing.

Event description:
This wording is taken from the user's medwatch form (#(B)(4)). Describe event or problem: patient scheduled for intraoral revision uvulopalatopyharylogoplasty and intraoral co2 laser assisted midline hemiglossectomy. Prior to surgery, laser tested at 50 watts; sluggish but passed test. After procedure initiated, laser appeared weak at 80 watts, red guide beam appeared unfocused. Physician elected to user laser without handpiece and planned to decrease the watts. Upon first contact of laser to pt, noted superficial burn to upper lip and damage to left front tooth. Relevant tests/laboratory data, including dates: other on (B)(6) 2004; assistant equipment manager suggested checking the laser's articulating arm. Another clinician switched old to new handpiece mirror. Staff recommended that laser is not designed for use without the handpiece because the wattage is too high. Uf #-(B)(4).